Event description:
It was reported that the patient was experiencing pain at the ipg site and had difficulty charging the ipg. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn due to physician and facility request.

Manufacturer narrative:
Date of event: exact date unknown, event occurred several months the date the manufacturer became aware of the event.